Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient was present at a magnetic resonance imaging (MRI) facility and was unable to connect to their pain st imulation implantable pulse generator (ipg) with the controller. The patient did not bring the recharger or charging cable to the facility. When attempting to connect, a "no device found" message appeared, and suggestions were provided to reposition the recharger or move the controller closer to the device. The controller was initially placed directly over the implant location. The patient stated they had charged both the controller and ipg the previous night and morning, and had reached the MRI mode activation screen earlier that day. The patient had not charged the device for several months prior to the recent charging and reported uncertainty regarding the device battery status, believing it was at 90% charge, though the device may have been depleted. The scan of the head was postponed due to the inability to confirm device charge and connection. Troubleshooting steps included resetting the controller and replacing the battery pack, but the same connection issue persisted. The agent reviewed MRI scanning guidelines and recommended waiting to scan until battery charge could be confirmed and connection to the ipg could be established. The patient was advised to charge the device over the weekend and call for further assistance to ensure preparedness for the scan. No symptoms were reported.